Manufacturer narrative:
Additional narrative: it is unknown when the device broke; it was noted to be broken when the set was opened on (B)(6) 2017. A product investigation was completed: product was not returned and no lot number was provided. A picture of the device was received; we are able to confirm that the instrument is broken. No further investigation possible as there was no material available. Common name: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for unknown scrdrivershaft f/lockcap f/urs/unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the us. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported the screwdriver shaft for locking caps was broken. The pictures provided identify a broken device. Procedure: spine extension. Upon opening the set it was noticed that one of the outer was damaged tip of the nut tightener. It was then removed it from the table, an alternative driver was used. No delays to procedure and no adverse event to patient. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming. This complaint involves one part. This report is 1 of 1 for (B)(4)